Manufacturer narrative:
This investigation was limited due to the information provided by the complaint initiator, however deemed reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system on (B)(6) 2020. The long hx10 solid driver broke at the tip during the procedure. Limited information was provided by the initiator.

Manufacturer narrative:
Visual inspection of returned product: photo of returned product confirms alleged failure mode; the tip of the driver is broken. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.